Event description:
It was reported that the patient underwent implant of the intraocular lens (iol) and at one day post op was diagnosed with inflammation. The patient's symptoms included stria, hypopyon, and vitreous debris. The patient's visual acuity was 3/600. The patient was treated with topical steroids and has recovered. The intraocular lens was implanted in the patient's right eye. The hospital's investigation did not point to the lenses; however, the lenses were a common factor in the investigation. No further information was provided.

Manufacturer narrative:
(B)(4). Corrected data: in the initial MDR, the following information was inadvertently not provided. Date of event: (B)(6) 2015. If implanted; give date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in MDR follow up #1, date of event was corrected to (B)(6) 2015; however the correct date of event was actually one day post op and therefore (B)(6) 2015. Additional information provided by the doctor stated that the lens will remain implanted as the site doctor stated the inflammation (infection) was related to the nursing cleanliness and sterile technique, not the lens. Per the doctor the issue has been resolved at the surgical site. The lens will not be returned. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing records for the intraocular lens were reviewed. The units were released according to specification. A review of the sterilization record was performed. There were no non-conformance reports associated with this sterilization lot. The sterilization lot record was evaluated and the lenses were within specifications at release. The units were released according to specification. The instructions are detailed for every step of the process during the manufacture of the intraocular lenses. The manufacturing record review showed that the lens was manufactured and released according to specifications. No product malfunction was identified in the manufacturing records. The lens was manufactured according to specification prior to release. Labeling review the directions for use (dfu) for the intraocular lens was reviewed. Some conditions that may contribute to the reported complaint are listed in the warnings. Physicians considering lens implantation under any of the following circumstances should weigh the potential risk/benefit ratio for those patients with recurrent severe anterior or posterior segment inflammation or uveitis. Patients in whom the intraocular lens may affect the ability to observe, diagnose or treat posterior segment diseases. Surgical difficulties at the time of cataract extraction, which may increase the potential for complications (e.g., persistent bleeding, significant iris damage, uncontrolled positive pressure or significant vitreous prolapse or loss). Suspected microbial infection. Amo single-use medical devices are labeled with instructions for use and handling to minimize exposure to conditions which may compromise the product, patient, or the user. When used according to the directions for use, the tecnis itec preloaded delivery system minimizes the risk of infection and/or inflammation associated with contamination. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Pt age/date of birth: unknown. Date of event: unknown. Implant date: if implanted, give date: unknown. Explant date: if explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.